Event description:
During an anonymous customer experience survey, it was reported that the customer had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection and had problems with their access/catheter. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: attempts to obtain additional information were unsuccessful. The survey response does not specify the type of infection diagnosed. The patient stated there were issues with the pd access/catheter, which is not a fresenius product. There is a possibility the infection was related to the pd catheter. Without additional information, no conclusion can be made. Additionally, it is unknown if the patient utilized fresenius products while on pd therapy. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
During an anonymous customer experience survey, it was reported that the customer had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection and had problems with their access/catheter. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.